Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent compressed against vessel wall. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the rca. The 3.0 x 15 mm vision would not cross and the stent dislodged from the balloon. Another 3.0 x 15 mm vision and a 3.0 x 12 mm vision were successfully deployed. The dislodged stent was compressed against the vessel wall. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis of the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was no contrast visible. The stent implant was dislodged and was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon had relaxed folds. There was a kink in the hypotube 2 cm distal to the guide wire exit notch. There was a bend in the hypotube 96 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip or inner member. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The quality assurance analysis is consistent with the reported information the sds advanced into the patient anatomy. The stent was dislodged from the balloon and not returned, confirming the reported stent dislodgement. There were crimp marks visible on the balloon between the markers, suggesting the stent was properly positioned at the time of manufacture. The balloon had relaxed folds, which is consistent with the stent dislodgement. Factors that can affect stent dislodgement inside the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal, interactions with other devices, the patient anatomy and/or previously implanted stents. No patient anatomical information was provided in this case, which may have aided the evaluation and determination of cause. In this case, it is possible that the stent dislodgement is related to use of the product, as the dislodgement was not noted during inspection prior to use. Interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent, resulting in the stent dislodging during the procedure. The patient effect of device embedded in the vessel is a result of the stent dislodging in the coronary. Analysis noted a kink and a bend in the hypotube. Since this damage was not reported in the incident information, the kink and bend may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance and stent dislodgement; however, a conclusive cause for the damage could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with the product lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance appears to be related to the operational context of the product; however, a conclusive cause for the reported stent damage could not be determined and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.